Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It was confirmed that the channel was not damaged and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use which state: "[inspection of the endoscope] 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. [Inspection of the instrument channel] 2 insert the endotherapy accessory straight into the forceps port of the sealing accessory while closing its distal end and retracting it into the sheath. 3 confirm that the endotherapy accessory extends smoothly from the instrument channel outlet at the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the uretero-reno videoscope had a leak. The device was returned, evaluated, and a foreign matter with residual liquid came out of the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. The air/water leak was as a result of a pinhole on the channel tube. In addition to the foreign matter in the forceps channel, the following was found: a sticky upward/downward angulation plate, universal cord, and control unit(due to water leakage), an abnormal sound made due to a damage on the angulation lever, and a light guide bundle that was slipping down. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The device was immersed in detergent solution. It is unknown when the foreign material adhered to the endoscope, whether there was delay in the start of the pre-cleaning, if there were any abnormalities in the device used for reprocessing, if the instrument channel was brushed, and whether the instrument/suction channel was aspirated with water. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.